Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were received and reviewed, however review of the images does not confirm dislocation. Displacement of greater trochanter and trochanteric plates were observed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. An additional report has been submitted for this event. Please see associated report: 0001825034 - 2019 - 00279.

Event description:
No further event information available at the time of this report.

Event description:
It was reported after multiple revisions of the left total hip arthroplasty, the patient underwent another revision due to dislocation. The previous head and poly liner that was cemented into the tm shell was replaced with a new head and constrained liner that was cemented into the existing shell. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision ¿ recurrent dislocation and failure of trochanteric claw and plate with cables ¿ abnormal scarring noted, brownish bloody fluid noted ¿ competitor clamp and claw failed and had separated from the femoral shaft, there appeared to be a reaction to the materials and an area of necrotic tissue in the lateral proximal femur and surrounding tissue ¿ cables were broken and removed individually, plate was separated from the nonunited gt with necrotic bone underneath ¿ the previous poly liner was cemented to the tm shell. This was removed, the cement mantle thinned, and a new freedom poly liner placed ¿ upon closure of the tfl, 'this was performed without any repair of the greater trochanter as it appeared to be small and unlikely to heal to any of the soft tissue as there was no bone lateral to the proximal aspect of the device' the additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # unk, hip-trabecular metal modular cups-cups-unk, lot # unk; item # 650-1055, head, lot # 175630; item # unk, hip-arcos-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09496, 0001825034-2018-09497.

Event description:
It was reported that a patient was revised approximately 5 years post implantation due to dislocation. The cemented liner was removed and a new cemented liner was placed. The femoral head was revised as well. Attempts have been made, and no further information has been provided.